Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is not displayed due to charged coupled device failure caused by a flood inside of the charged coupled device. The cause of occurrence of flood inside of the charged coupled device could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cable was damaged and there was no image on the hd autoclavable camera head. The issue was found during inspection for use for a procedure that was completed. There were no reports of patient harm. This report is being submitted for the reportable malfunction of no image.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image does not appear due to circuit board failure related to leakage. In addition to the reportable malfunction, the following were noted: the cable section was flooded and twisted, the camera head close control unit (ccu) mount was loose, and ccu switch operation was heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.